Event description:
A high drain error 107 (night drain #7) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 at 06:13:54. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4) . The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.